Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, dissection is listed in the everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left anterior descending (lad) artery with moderate tortuosity and mild calcification that was 95% stenosed. A proximal edge dissection occurred after a 3.0 x 23 mm xience prime drug eluting stent (des) was deployed at 14 atmospheres. Another 3.0 x 12 mm xience prime was used to cover the dissection. No additional information was provided.